Manufacturer narrative:
Only the initial reporter's name was provided.

Event description:
Advocate stated the customer received a blood glucose reading of 30mg/dl on the contour and felt shaky. Further information was not provided. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.